Manufacturer narrative:
An attempt to inflate the balloon from the returned device revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a diagonal tear in the balloon, approximately 6.5 mm from the balloon proximal tip. The balloon's distal tip was inverted, which indicates tension was applied during pull back. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. The review of the lhr (f1525703) indicated that the device lot met all established performance criteria prior to shipment.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be conclusively determined. The review of the lhr ((B)(4)) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported that the mynx vascular closure device's balloon ruptured during deployment. Additional information was requested but is not available.